Event description:
It was reported that an external electrical cable on the system 9800 had been damaged and had torn insulation creating a shock hazard. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The cable was replaced. Ground resistance measured within specification. The system was tested and found to be working as intended and placed back into service.